Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer's blood glucose displayed "low" on the continuous glucose monitor. The customer declined to provide additional information regarding the issue.